Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: fsm. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for part.: part: 03.221.011 / lot: 9529066, manufacturing location: (B)(4), manufacturing date: 05.aug.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in norway as follows: it was reported that the cerclage passer ø 60mm was not aligned and they could not close it and it was impossible to thread the cable. Happened intra operative. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation: the investigation confirmed that the tips from the instrument are bent. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. These types of instruments underwent a 100% functional inspection before leaving the plant. Therefore we suppose that the damage caused post manufacturing. Without any further details afterwards it is unfortunately not possible to detect the cause for the distortion. In general we would like to indicate within insertion and clothing of the loop instruments exceeding force has to avoid otherwise a deformation of the tubes could be occurred. (Referenced in surgery technique guide). No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.